Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the occluder head to successfully calibrate and function as expected. There were no observations of any movement of the central control monitor (ccm) slide bar when not interacting with the ccm.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service representative technician was unable to duplicate the reported issue. He observed the occluder to function as intended through the evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the manufacturer's clinical specialist tried to gather additional information from the perfusionist regarding the incident the team had with the venous occluder on the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020. It is not known if the occluder was calibrated prior to going on bypass for the procedure. The complaint states that the control on the central control monitor (ccm) for the occluder was moving up and down on its own. It was not able to confirmed or disconfirmed that the actual mechanical occluder was mimicking the software seen on the screen. Additionally, it was asked if the perfusionist was able to use the occluder, or if they reverted to using clamps. This mitigation was not answered. The team did not exchange the occluder during the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The fsr replaced the occluder head. The unit operated to the manufacturer's specifications. The suspect device will be returned for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder control on the screen kept moving on its own. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.